Manufacturer narrative:
1 x zso-7-10 and unknown lot number was unavailable for return to (B)(4) for evaluation. Prior to distribution all zso-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in (B)(4). A review of the manufacturing records for the zso-7-10 device could not be completed as the lot number is unknown. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After cytology of stricture site in biliary duct. The doctor wanted to insert the zso-7-10 into the bile duct for drainage. While the nurse tried to insert the guide wire into the stent, pigtail section of stent was bent. So guide wire could not pass the stent. The new zso-7-10 was used for this case. No adverse effects to the patient reported.